Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On (B)(6) 2019 the lens was exchanged with a longer lens. The problem is resolved. Add to previously reported patient code 3191: (lens exchange). Device code added. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -9.0/+4.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports low vault, lens rotation, and loss of bcva. Reportedly, the lens rotated after one week, was repositioned, and then rotated again after one week. The lens currently remains implanted. The cause of the event is reported as a patient-related factor.